Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for several patients, involving unicel dxi 800 access immunoassay system. Subsequent testing on an alternate access 2 immunoassay system produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse performed high sensitivity (hs) system check, which failed. The fse replaced worn and stretched peri-pump tubing. The fse repeated hs system check successfully. The fse replaced the wash collar to address intermittent wash collar vacuum errors. The fse performed repair verification per established procedures. The unit conformed to the manufacturer's specifications. Wash collar. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.